Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the numbers on the insulin pump's screen were ramping during bolus. Customer also reported that none of the buttons on the keypad were responsive. Customer stated that he removed and replaced the battery, then received an error message and the screen went blank. Customer reported that the insulin pump was returning a constant alarm tone. Blood glucose level was 131 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with frozen screen, due to faulty connector on interface board. Unable to verify alarm, button/keypad anomaly, numbers ramping up anomaly or blank display anomaly, due to frozen screen. Insulin pump had a cracked case on display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratches on display window and broken capacitors on interface board.